Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: detailed inquiry description: the saline line that comes with the blood tubing was not pulling saline but air. When the treatment is complete, the arterial line is placed on the port on the saline line which then slowly returns the patient's blood out of the dialysis line circut. We were able to return the patient blood using an alternative method. No injury reported.

Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). Twelve unused samples out of the packaging were provided for evaluation. The returned samples were visually evaluated, and it should be noted the arterial and venous lines were clouded. Additional testing to address the air in line was unable to be performed. Based upon previous supplier investigations, air in line can be caused by an error in the connection of the locksite. An approved project is in place to further address issues of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. If any additional pertinent information becomes available, a follow up will be submitted.